Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical center in (B)(4). During the evaluation of the device it was found that the device outlet flow sensor offset value had drifted from its original values. This resulted in the device sensing an error that was over the device flow sensing tolerance. The drifting of the flow sensor will cause an error alarm. The root cause of the malfunction was the due to an error in the expiratory flow sensor which resulted in the device generating the alarm. Resmed's risk analysis for this failure mode concludes that the risk if acceptable. (B)(4).